Event description:
Received right total hip replacement with stryker ceramic prothesis. Shortly thereafter, began experiencing grinding sensations and squeaking sounds that continue to this day. During my "6 month" checkup I informed my surgeon of this problem, and he informed me that he had begun to hear of this, and that he was mildly disappointed with the results of this new technology. He advised me that as long as there was no associated pain, I should just do nothing and monitor the problem. The squeaking has become worse over time. I am due for an appointment to have the joint aspirated to determine the amount of particulates in the fluid.